Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm hp 100 box fr needles are not penetrable, no insulin comes out. The following information was provided by the initial reporter, translated from german to english: needles are not penetrable, no insulin comes out.

Manufacturer narrative:
Correction b3 date of death had a date of (B)(6)2022 was entered in error there was no death the date entered was entered in error. H6: investigation summary six photos of a 32g x 4mm pen needle carton were returned from lot. No. 1118196, cat. No. 320562. Visual examination of the returned photos was carried out and damage to the carton was observed. No physical samples were returned therefore no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that 3 bd pen ndl 32g 4mm hp 100 box fr needles are not penetrable, no insulin comes out. The following information was provided by the initial reporter, translated from german to english: needles are not penetrable, no insulin comes out.